Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05891. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that patient experienced pain, infection, urinary problems, bowel problems, bleeding, dyspareunia, vaginal scaring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to complication from mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.